Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is complaining about the bhs unit and would like to switch the patient to an ortho pak. The patient stated she cannot wear the unit as the coil is falling off her foot. The patient was placing the coil underneath her sock, which was "hurting her bunion." The patient is treating the 5th met. The patient did not contact the doctor. The patient will be switched to an opak, and the bhs assembly and coils will be returned. A return label has been sent to the patient.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d9: device not available for evaluation, g1: contact office and manufacturer site, g6: report type additional information - h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is complaining about the bhs unit and would like to switch the patient to an ortho pak. The patient stated she cannot wear the unit as the coil is falling off her foot. The patient was placing the coil underneath her sock, which was "hurting her bunion." The patient is treating the 5th met. The patient did not contact the doctor. The patient will be switched to an opak, and the bhs assembly and coils will be returned. A return label has been sent to the patient. The sflx 4 coil was not returned for evaluation.